Manufacturer narrative:
Updated data: d4 d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was returned in its original box and jar fully submerged in clear solution. The valve was discolored showing evidence of blood contact. The valve was received slightly compressed. All leaflets were in the closed position with a gap between leaflet 2 (l2) and leaflet 3 (l3). All leaflets were flexible with creases and imprints on l2 and l3 and wrinkles on leaflet 1 (l1). Acute thrombotic host material was observed on the inflow of the leaflets. No tears or damage were noted. Remnants of coagulated blood were observed on the tops of commissure 3-1 and commissure 1-2. All commissures were intact. All sutures were intact; no evidence of damage. There was no evidence of damage to the frame such as bends or kinks. The valve was submerged in a warm (approximately 37 celsius) saline bath to expand the frame. The valve was placed in a cold saline bath to perform a loading simulation per instructions for use. Upon loading, the frame paddles were seated within the paddle attachment pockets without issue. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve; no issues were noted. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. The valve was deployed in a warm (approximately 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed to the waist and to the point of no recapture; no anomalies were noted. A complete deployment of the valve was performed. No anomalies were noted during the deployment simulation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: eleven media files were provided for review. The patient¿s executive summary was not provided for anatomical review, however, it is known that the patient had a bicuspid aortic valve and heavy calcification. Fluoroscopic valve load inspection was performed showing inflow crown overlap between node 2 and node 3 which would be considered a good load. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. A pre-implant balloon dilation was performed. During the first deployment attempt, significant under expansion and an infold were noted. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and new sterile components must be used. The infolded valve was recaptured, a new valve was loaded, and fluoroscopic valve load inspection showed an inflow crown overlap to node 2 which would be considered a good load. Another balloon dilation was performed prior to the valve implant attempt with the new valve. During the deployment attempt with the new valve, the same issue occurred, significant under expansion and an infold. It was reported that the infolded valve was not implanted, and the procedure was aborted. Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure involving the evfxplus-34 in a patient with a bicuspid aortic valve and heavy calcification, a pre-implant balloon aortic valvuloplasty (bav) was performed with a 25 mm non-medtronic balloon. The valve was loaded into the delivery catheter system (dcs) and confirmed a good load via fluoroscopic inspection. Upon the first deployment attempt, a possible infold in the valve frame was noted. The valve and dcs were withdrawn, and a second bav was performed. A new valve was loaded into a new dcs and attempted deployment; however, the same issue occurred with a possible infold noted. Subsequently, the procedure was aborted with a decision to reevaluate the patient for open surgery. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: unknown); product type: 0195-heart valves: non-implantable device product ID l-evolutfx-34 (lot: unknown); product type: 0195-heart valves; non-implantable device product ID evfxplus-34 (k070118); product type: 0195-heart valves; implant date: n/a ; select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.